Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "caved in on the sides (by arms) and the bottom, misshaped, nipple rash and doesn't like how it looks".

Event description:
Patient reported a right side deflation, "caved in on the sides (by arms) and the bottom, misshaped, nipple rash," and "doesn't like how it looks". Device remains implanted.